Event description:
It was reported the rigid video scope had an e118 scope communication error message and images were no longer displayed. The issue was found during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1. Facility name: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the investigation a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found in the middle of an unspecified therapeutic procedure.